Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) his bundle lead exhibited high and rising thresholds, which resulted in premature draining of the implantable pulse generator (ipg) battery. The rv his bundle lead and the ipg were explanted and replaced. No further patient complications have been reported as a result of this event.